Event description:
The patient presented with redness, drainage, and pocket erosion of the device pocket. A culture of the device pocket was positive for staph aureus. The patient was treated with both IV and oral antibiotics. The patient outcome is reported as ongoing. The patient had a risk factor of diabetes.